Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented in clinic for follow up, out of range, high voltage lead impedance was observed on the rv lead. No other electrical anomalies were detected. Physician may consider dft testing. No further information available.